Event description:
(B)(6) study (lotus edge nested registry). It was reported that arrhythmia occurred. The subject was on a prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 300mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day, post transaortic valve replacement procedure, the subject was noted to have first degree block and left bundle branch block. A diagnostic procedure was not performed and no action was taken to treat the event. At the time of reporting, the event was considered to be not recovered/ not resolved. Three (3) days later, the subject was discharged on aspirin.